Event description:
A malfunction with the pump was reported, displaying a malfunction code of malf 0. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as backup insulin therapy.